Manufacturer narrative:
Final analysis found insulation abrasion at 29.7 cm to 30.4 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion found most likely resulted in the reported noise problem.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, noise and insulation abrasion were observed on the right atrial lead. The patient was asymptomatic. The lead was explanted and replaced.